Event description:
It was reported that the pump continues to pump until the pressure is above 3-4 bar and does not stop. The reporter stated there was a problem with the pressure sensor and was noticed during regular maintenance. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: per visual inspection; major air bubbling on the downstream occlusion (dso). The problem reported by the customer has been confirmed. The device does not give a high-pressure alarm (pressure is above 3-4 bar and does not stop). The reported issue was determined to be caused by a dso sensor. Replaced the dso sensor and seal to correct the problem. No previous repair history related to the current complaint was noted for the last twelve (12) months.